Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the physician noted loss of capture on the atrial lead during an in-clinic visit. Chest x-ray revealed a dislodged atrial lead. The atrial lead was extracted, and a new atrial lead was implanted. The patient did not experience any adverse health consequences and was stable in condition.